Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife could not be extended from the tube. An investigation was performed to confirm the distal end of the cutting knife. The distal end of the cutting knife was scorched and melted. The detached cutting knife was not returned for investigation. The outer diameter of the cutting knife was measured. The result indicated no abnormalities. Other abnormalities that could lead to the breakage of the cutting knife were not confirmed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. ·the cutting knife had not been kept on moving. ·the length of contact between the tissue and the cutting knife was short. ·the output activation time was long. ·the setting value for the output activation was high. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The fragment was not returned. The broken portion was scorched and melted. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the following event occurred. The knife was broken off and fell inside the patient during activation. (A guide wire was placed in the pancreatic duct, which was difficult to intubate the bile duct, and a papilla incision was attempted using the device. After the operator tried to make the incision several times since the knife was blunt, the knife became bent. After that the operator tried to make the incision several times, the operator noticed that the knife was broken off. The fragment was retrieved using biopsy forceps. The fragment was discarded at the facility.) The intended procedure was completed with another device. There was no patient injury reported.